Event description:
The customer reported alleged filter failure and lrs failure resulting in an elevated wbc count during a platelet procedure. The pt's info and outcome is not available at this time. The disposable set will not be returned. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.